Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the left ventricular (lv) lead exhibited high out-of-range pacing impedance which had been elevated since (B)(6) 2025; it was also noted that the lv lead exhibited loss of capture. The right atrial (ra) lead exhibited an increase in pacing impedance and a high capture threshold and it was clinically evident that loss of capture would have occurred. Programming changes were performed on both the lv and ra leads. The patient was in stable condition.

Manufacturer narrative:
Section b3 - date of event and section d10 -therapy date: the event date and therapy date were reported as an estimate as follow: "began around the (B)(6) 2025".